Event description:
As reported by the user facility (translation (B)(4)): fast flow. The diffuser was emptied in 30 hours instead of 48 hours.

Manufacturer narrative:
(B)(4). As we rec'd no sample, a thorough investigation of the complaint is not possible. A f/u report will be provided as son as the statement from MFR is available. (B)(4).